Event description:
Additional information received clarifying that the system shut down once prior to surgery. This report is one of two reports from this facility.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the system shut down intermittently prior to a cataract with intraocular lens implant (iol) procedure. The system was restarted to initiate and complete the procedure.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specification. Therefore, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).